Event description:
It was reported by service report that the head right load cell was not working causing the scale and bed exit system to not function. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.